Manufacturer narrative:
The reservoir tube lip completely broken off and test reservoir will not lock or click in place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states the pump was and it keeps falling out. Troubleshooting was performed for damage and noticed a piece of reservoir lip was missing and the reservoir keeps falling out. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.